Event description:
Revision case to add an adjacent level. Surgeon was removing existing dynesys hardware and replacing it with dynesys top loading hardware. During removal of one dynesys set screw, the sales rep noticed the surgeon was using the dynesys top loading set screw driver instead of the standard set screw driver. The sales rep informed the surgeon. When the dynesys top loading set screw driver was removed from the wound site, it was noted that the retaining ring was missing. The retaining ring was stuck in the set screw that remained in the patient. The ring was removed and disposed of and the case continued and completed with no further incident or injury to the patient.

Manufacturer narrative:
Dimensional analysis of the device and batch record review performed. Batch record review concluded that the device was manufactured to all applicable specifications.